Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that dc power supply was failing. The dc power supply has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the machine cannot be powered on. Troubleshooting found that the fantray and dc power supply fault which was resulting in the m-cabinet is not powered on. To resolve the reported issue, the pdu fantray and dcps was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the pdu fantray and dcps and found there was no power supply (24v) which was defective. Following the replacement of the pdu fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.